Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate mode switch was noted due to right atrial (ra) lead noise. No intervention was performed. Lead will be monitored. The patient did not experience any adverse consequences and was stable.